Event description:
It was reported that there was an increase in capture thresholds bipolar and unable to capture in unipolar configuration. It was also reported that, during angiography, the helix appears to be bent at a thirty degree angle and there is a possible lead perforation. The lead was capped and a new lead placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.